Event description:
During a dialysis treatment, there was insufficient weight removal due to failure of the ultrafiltration pump thermal fuse. There was no pt injury or medical intervention.

Manufacturer narrative:
The technician at the facility found the uf (ultrafiltration) pump thermal fuse to be faulty. The thermal fuse was connected to an ohm meter. The ohm meter showed .1 ohms, indicating the thermal fuse is good. The thermal fuse was disassembled. It was seen that the wax had melted previously, indicating that the fuse had was disassembled. It was seen that the wax had melted previously, indicating that the fuse had become intermittent. When the thermal fuse is in the first stages of failure, it can become intermittent. When this happens, the uf pump will run for a short period of time, until the wax inside heats up and melts. This is what the fuse is designed to do. Previous investigations have determined that the wax melts at the correct temperature. It is known at this time what causes the wax to melt. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify the ultrafiltration system integrity, it is recommended in the centrysystem 3 operator's manual that autotest be performed: prior to the first treatment of the day, if the machine has been turned off, if a patient weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function (p. 3-19, version 1995/10). The operator is also instructed to perform a kuf comparison of the calculated value to the actual value after the treatment begins. This verifies that the ultrafiltration rate is as expected. However, if the thermal fuse falls after the treatment begins, there is no alarm and the treatment could be completed with insufficient weight removal. The only indication of failure after treatment began would be a drop in the ultrafiltration rate. Follow-up action: it is concluded that the failed thermal fuse caused the reported incident.